Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value was 469 mg/dl. Customer gave themselves extra insulin with the pump to treat and current blood glucose value was 185 mg/dl. Customer declined to troubleshoot. Customer was not in auto mode. Customer will not be returned for analysis.